Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault, and that this device power consumption was increasing in a gradual fashion. Additionally, this device exhibited premature battery depletion (pbd). Device replacement was recommended or have the battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault, and that this device power consumption was increasing in a gradual fashion. Additionally, this device exhibited premature battery depletion (pbd). Device replacement was recommended or have the battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. Visual inspection of the device case and header did not reveal any abnormalities. Review of device memory confirmed a code 1003 was recorded. A diagnostic review indicated a constant draw. Also, the battery depletion rate was confirmed to be faster than expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was subjected to residual gas analysis testing, which did not indicate any presence of hydrogen or water vapor within the device case. The device case was then cut open to facilitate further internal inspection and testing. The battery voltage was measured to be 2.953 volts. The battery and high voltage capacitors were removed from the electronics assembly, the hybrid was connected to an external power source, and an average current draw was observed. The battery was then sent for further analysis, which identified a latent current leakage path within the battery, which likely resulted in the observed code 1003 and premature battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault, and that this device power consumption was increasing in a gradual fashion. Additionally, this device exhibited premature battery depletion (pbd). Device replacement was recommended or have the battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.